Event description:
On (B)(6) 2024, an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 12/3/2024. On (B)(6) 2024, the user was found unresponsive by their daughter-in-law, who called ems. The user's bg was 24 mg/dl upon ems arrival, and they were administered glucagon before being transported to the emergency room. At the ER, the user received IV fluids, though details on additional treatments were unclear. The user paused the ilet around 2 pm when noticing their bg starting to drop. Ilet reports confirmed the device did not dose insulin after being paused. The user had experienced elevated bg after lunch but did not make a meal announcement at that time. Multiple meal announcements were made the previous day to address elevated bg, and the customer care agent advised against using this approach to treat high bg. The user is not currently using the ilet, and a follow-up action plan for managing high and low bgs is being coordinated with the field team.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.